Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie failed continuously. The field service engineer (fse) cleaned and tested the main drawer 5.2 row a and b to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.2 pocket b6 repeatedly failed despite attempts to eject and reseat the cubie, as well as replacing it with a new cubie each time. This issue occurred multiple times and continued to fail after every attempt to retrieve a medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.